Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 56 mg/dl when his actual blood glucose level was 177 mg/dl. The customer reported another incident in which his blood glucose was 400 mg/dl but the sensor gave him a sensor glucose reading of 100 mg/dl. The customer declined troubleshooting. The customer stated that the sensor was very bent. Advised that replacement sensors would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.